Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored verify screen. Replacing the pump display with a test screen corrected the color/contrast variance. Unrelated to the display issue, a crack was found in the battery compartment extending from the case seal to the grip. In addition, the vibratory function was not operating. When the pump was opened to further investigate it was observed that the pins to the vibration motor were misaligned.